Event description:
Customer stated that the fiber smelled burnt after being reprocessed. After receiving fiber, it was determined that the tip was broken off. Fiber was returned to dornier medtech america, inc. From a distributor. Incident occurred in (B)(6).

Manufacturer narrative:
The fiber was returned from (B)(6). The customer stated that the fiber smelled burnt after being reprocessed. The fiber was received from distributor in a poly bag without any labeling or protective tubing. The fiber was manually coiled up in the bag. Visual examination of the returned fiber showed that the tip was broken off. The fiber was connected to a test laser where it exhibited an unclear pilot beam and was fired at 20 watts for 48 pulses where the fiber was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to the broken fiber tip. Testing was performed on dornier h20 laser s/n: (B)(4); ophir thermal power head s/n: (B)(4), calibration due (B)(6) 2013 and ophir nova power meter s/n: (B)(4) calibration due (B)(6) 2013. The fiber was bent around the designated 270 um test fixture and passed the mechanical bend radius test. It is possible that the fiber may have been autoclaved at a temperature that is too hot resulting in a burned smell.